Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, in an attempt to advance the stent past a chronically implanted competitor's stent in a right coronary artery graft (non-indicated use), the stent became snagged on the previously implanted stent and separated from the stent delivery system. A balloon was used to recover and deploy the stent to a proximal location. No pt injury was reported.